Event description:
The customer alleges the lancet protrudes beyond the lancet device and that she accidently stuck herself. No serious injury or other adverse event reported. Return requested and replacement was sent.